Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "we peel pack the outside inter seal and the inside seal had a small hole in it. Surgeon would not implant it. We gave him another femur and in the case went fine."